Event description:
Medwatch mw5099941 it was reported that the burr detachment. A 1.25mm rotapro was selected for use. During the procedure, the burr stopped moving. During removal over the rotawire, it was noted that the burr detached from the catheter. There were no patient complications.